Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information that noise was observed on the rate/sense portion of the right ventricular (rv) lead, resulting in oversensing and pacing inhibition. Asystole of less than two seconds was observed. A revision procedure was performed. This device, which was included in the subpectoral implant 2009 product advisory, was initially communicated on (B)(6) 2009, had been implanted subpectorally. The physician elected to remove the device. Upon device removal, the physician reported that the header appeared to be looser than anticipated. The device and rv and right atrial (ra) leads were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The other reported clinical observations were not able to be confirmed.